Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01228.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (avf) via the right occipital vein using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter and non-penumbra coils. During the procedure, the physician placed ten non-penumbra coils into the target location using the microcatheter. Next, the physician advanced a smart coil into the target location using the microcatheter and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, physician decided to remove the smart coil. Subsequently, while attempting to remove the smart coil, the physician noticed that the smart coil was entwined with the non-penumbra coils that were previously placed. Consequently, the physician was unable to remove the smart coil. Afterwards, the physician manually detached the smart coil. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.